Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited high impedance. Noise was not producible with isometrics or pocket stimulation. No patient intervention was reported. The patient would continue to be monitored.